Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged and was recaptured. On the second deployment, the valve was deployed and upon final release from the delivery catheter system (dcs), dislodged to the aorta 2-5 millimeter (mm). A post-implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl).the patient's final result was good with good hemodynamics.  Of note, a multipurpose catheter was used instead of a pigtail catheter. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two fluoroscopic cine loops of the implant were provided for review. Patient summary was not provided for anatomical review. The video clip suggests that the first valve dislodged into the ventricle. It shows the valve¿s recapture from a ventricular position, which is supported by a contrast shot in the sinus of valsalva. Thus, the clip doesn¿t allow for assessment of the initially utilized implant technique or the reasons of the dislodgement. In the second and final implant attempt, the deployment speed is adequate, however, the forward tension on the delivery catheter system (dcs) is high. The strong forward tension becomes evident after final valve release when the paddle attachment dives into the valve frame. A retrospective contrast-based implant depth assessment is not feasible, since no contrast-injection in cusp-overlap- or lao view is available during the video. Nonetheless, a significant upwards movement of the valve frame towards the ascending aorta during final deployment as reported cannot be seen in the availab le video clip. Position of suture wires, mp catheter in relation to the valve frame¿s inflow tract remain constant. Frame dislodgement can be caused by a variety of factors, which amongst others can include too much forward tension on the dcs and/or guidewire and challenging anatomy. If a strong forward tension was maintained during the first implant attempt as well, this may have contributed to the first valve dislodgement. Conclusion: potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. The dcs model used is more flexible than the other models, it aligns the valve more precisely to the native annulus. The system¿s valve inflow ends align more equally in different fluoroscopic views. Due to fluoroscopic limitations of viewing only single side at any given time, this canting is harder to note. The physician in this case may have implanted the model used in a similar manner to the predicate model by implanting slightly shallower on one end, to compensate with deeper positioning of another end. However, as result the system implanted both ends slightly shallower. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.